Event description:
Health professional reported that the tubing and access port of a lap-band was explanted as "it was discovered that the lap-band device was not holding a fill". A barium swallow was performed. The doctor explanted the port and noticed that "the tubing had fractured". The tubing and the access port were replaced and returned to allergan for product analysis.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."